Event description:
Patient received approximately 20 shocks due to noise on the lead. When interrogated, the device was eos. Explant on both the lead and device was recommended. On 04/07/2010 - this device was returned with oos documentation. Per oos, this device is at eos indication due to multiple shocks. Linox sd 75/18, (B) (4), MDR 1028232-2010-00921.